Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer could not unlock insulin pump because button was not responding when pressed the highlighted key on the screen. The customer stated that buttons did not work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.